Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis with the hypotube pulled out from the manifold hub and the balloon detached from the rest of the device. A visual examination of the stent found signs of stent damage. The entire stent was lifted, pulled and stretched distally extending beyond distal tip. Due to the extent of the stent damage it was not possible to obtain a undamaged stent outer diameter. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a break at proximal end of the hypotube shaft, 985 mm proximal to port weld location, a section, approximately 260mm in length from the proximal end of hypotube shaft not returned. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found issues. A shaft break was observed at the exchange port location with the core wire exposed. An additional break was also observed at the end of the proximal balloon cone with the the distal shaft not returned for analysis. A visual and microscopic examination of the manifold showed that the hypotube had been pulled out from manifold hub and distal end of strain relief was broken. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11 dec 2020. It was reported that device could not cross the lesion. The 36 mm long, 4.0mm in diameter target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure stent balloon expandable could not cross lesion. The procedure was completed with another of same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.